Event description:
A malfunction alarm was reported due to malfunction code malf 0. Blood glucose levels did not exceed 500 mg/dl, and there was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred. The customer understood the instructions given.